Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleges insulin pump was under delivering. The customer blood glucose level was 424 mg/dl at the time of incident and the current blood glucose of the patient is 367 mg/dl. The customer also report multiple blood glucose such as 417 mg/dl, 381 mg/dl, 302 mg/dl, 244 mg/dl, 96 mg/dl, 209 mg/dl. Customer states that insulin pump not on auto mode. Customer treated with insulin pump .the customer did not provide details regarding symptoms. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports basal rates are programmed accurately. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The insulin pump will not be returned for analysis.